Manufacturer narrative:
E1- facility address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibits noisy screen and the image turned purple during inspection for use. There was no patient involvement.